Event description:
The dental implant, fx5010swc in tooth location #31 was removed on (B)(6) 2016 due to loss of osseointegration 5 years and 4 months after implantation. The doctor indicated that the bone loss because of poor oral hygiene of the patient causes the implant removal. The patient is recovered without complications. Re-implant is planned.